Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Foreign material in the nozzle could not be identified. There was physical damage where the foreign material was found. There were no reported reprocessing deviations from the IFU. The presence of foreign materials was attributed to incomplete reprocessing. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections below: gif-1100 series operation manual chapter 3 preparation and inspection . Gif-1100 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had a hole in insertion section near distal end, which was marked with tape. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the suction and biopsy channels had a foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the suction and biopsy channels had a foreign material. In addition to the reportable malfunction, the bending angle in the up direction was insufficient due to wear of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.